Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair completion.

Event description:
The customer reported that the display is blank. The customer reported that the unit was in use on patient, but there was no patient harm.